Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms#617147. No problems or issues were identified during this device history record review. One unit was received for evaluation; the returned unit was received in decontaminated condition and inside of a plastic bag which is not the original package. Visual and functional testing was performed. The complainant returned unit was visually inspected at 12? To 16? Under normal conditions of illumination. No defects were observed. The unit was tested for occlusion by introducing colored water in the product and no occlusion was observed, and the water passed through the unit. The complaint was not confirmed. The root cause of the reported issue was undetermined.

Manufacturer narrative:
Customer facility phone number: (B)(6).

Event description:
Information was received indicating that a smiths medical fluid warmer was attempting to be primed but it could not be done successfully. There was no patient injury. The circulating water does not flow because the three lumen tubes are installed with a 90 degree offset from the manifold. There were no reported adverse events.